Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient faced a bent cannula event on (B)(6) 2025.the infusion set was in use for more than three hours.the patient went to the emergency room (ER) for four hours and the blood glucose level was exceed 500 mg/dl.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.